Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to exhibiting loss of capture, another device was implanted instead. This device was successfully replaced and is not expected to be returned. No additional adverse patient effects.